Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Issue 1: it was reported that the sensor was unable to be zeroed. Issue 2: it was reported that it was displayed the abnormal readings as 300. The removal surgery was performed. The patient¿s information was not available. The products will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. Visual examination found no unusual conditions. Upon receipt, the lcd was not functional, the ac cord was missing and the battery was weak and would not hold a charge. The supplier replaced the lcd, ac cord and battery. This device is outside of its warranty. The condition of the device as returned is typical of normal use and wear. No issues with the icp express were noted that would contribute to the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10014 for information regarding the second device involved in this event.